Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned for evaluation, therefore the investigation is inconclusive for the reported failure. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u415034rx pta balloon dilatation catheter allegedly experienced a rupture. This information was received from one source. One patient was involved and there was no reported patient injury. The patient is female and age and weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u415034rx pta balloon dilatation catheter allegedly experienced a rupture. This information was received from one source. One patient was involved and there was no reported patient injury. The patient is female and age and weight were not provided.

Manufacturer narrative:
H10: new information was received for this malfunction; the malfunction was reassessed and determined to be not reportable. The lot number was provided and a lot history review was performed. The device was not returned for evaluation, therefore, the investigation is inconclusive for the reported failure. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.